Manufacturer narrative:
The customer was contacted for the return of suspect device. The customer indicated that complaint was resolved through a third party. The customer was contacted to provide the repair report. The device and the report has not been sent to zoll for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.